Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A company service representative was dispatched to evaluate the unit and observed blood in the catheter tubing. The balloon pump was also inspected for blood intrusion; no blood observed in the device. The representative also checked the solenoid driver pcb for blood detect circuitry setting and the results were within specifications. The representative then performed all functional, calibration and electrical safety tests per factory specifications, and the unit was returned to the customer and cleared for clinical use.

Event description:
On (B)(6) 2016, the customer initially reported that during use on a patient, a blood back incident occurred with the pump. From the linked balloon complaint, additional information was obtained that the pump had also produced periodic "check catheter" alarms on this same date. No death or injury was reported at this time. On (B)(6) 2017, a copy of "returned intake form" was received from the customer with updated report as follows: iabp placed (B)(6) 2016, 7.5f 34cc # (B)(4) secured sutures. On (B)(6) 2016, iabp alarming "check iab catheter". While trouble- shooting the helium shuttle tubing was found to have dry blood flakes inside the tubing. Manufacturer contacted and hip was hyperextended per their instructions and alarming stopped. However, we were instructed to remove the device due to blood leak. There was no "helium leak" alarm. Balloon returned to manufacturer, machine cleaned and inspected by biomed and returned to operation. A new iabp/iabp was not placed into patient. Patient expired on (B)(6) 2017 and patient's expiration is unrelated to the iabp. Furthermore, an additional report was submitted with information regarding the intra-aortic balloon (under mfg report # 2248146-2017-00019).